Event description:
It was revealed during a periodic review of the manufacturer's programming history database that high impedance was observed on the patient's vns. Follow up with the medical professional revealed that the patient underwent full vns replacement surgery. The explanted products have not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
During attempts at product return, it was revealed that the explanting surgeon would have discarded the devices.